Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had high, inconsistent capture thresholds. No intervention was performed due to lead revisions risks outweighing benefits. The patient would be monitored.